Event description:
An ethicon brand stapler was used to perform an end to end anastomosis during a colostomy reversal. The device appeared to have functioned normally except one time during the bowel approximation a loud click was heard. When surgeons inspected anastomosis, a tear was present at the rectal end of the anastomosis. The anastomosis was undone and the defect repaired. Surgeons performed anastomosis by hand.